Event description:
Additional information was received reported that there was no event involving any part of the device. What the patient thought were wires were legs from a tick on the patient. The tick was removed and no further intervention was required.

Event description:
It was reported the patient's lead appeared to be eroding through the skin. It was stated "one of the wires is starting to come through the skin. It is red and there is a sore there." The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3888-45, lot# v603270, implanted: 2011-(B)(6), product typ lead product ID 3888-33, lot# v736706, implanted: 2011-(B)(6), product typ lead product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product typ lead product ID 37752, serial# (B)(4), product typ recharger product ID 3708220, serial# (B)(4), implanted: 2011-(B)(6), product typ extension. (B)(4).